Event description:
It was reported that a cartridge alarm occurred during the pumping process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge, but the alarm recurred, prompting the decision to replace the pump. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery. A replacement pump with updated software was sent, and technical support provided instructions for storage and return of the previous pump.